Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suture cut needle driver instrument was observed to have wires coming out. A fragment fell inside the patient and it is unknown if the fragment was retrieved. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
The mega suturecut needle driver instrument has not been received for failure analysis evaluation.